Event description:
It was reported that patient was in possession a merlin at home transmitter. The transmitter's power adapter was burnt. The patient was advised to discontinue use of the transmitter. There were no adverse patient consequences.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.